Event description:
(Report 3 of 3) it was reported during surgery as the surgeon was implanting the first screw (part number 3051-25028) it broke before the screw was fully seated. The next two screws used (part numbers 3051-25024 and 3051-25036) were reported as bent but were still implanted. The surgery was completed after a 3-5-minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00472 through 3025141-2024-00474.

Manufacturer narrative:
The reported 24mm, 2.5 micro acutrak 3® bone screw (part number 3051-25024) and the 36mm, 2.5 micro acutrak 3® bone screw (part number 3051-25036) were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot numbers of the devices are unknown.